Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis. Unable to confirm if he customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that after puncturing the enlite sensor and when the transmitter was connected to the sensor , green light did not flash 6 times. The customer removed the enlite sensor and it was found that there was no electrode. It was confirmed that the patient will visit the medical center with the reported device at the next visit.